Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a spine procedure, after taking a second spin with the imaging system, the surgeon checked accuracy and deemed being inaccurate 3 millimeters posterior, and 1 millimeter inferior. This finding was checked with multiple instruments with the same inaccuracy. The surgeon went back to using the initial spin and everything was found to be accurate. The second spin was taken to check placement of the screw that had just been placed. A third spin was taken, after the procedure, and confirmed everything was placed accurately. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 - software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No further issues have been reported.